Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with device and leads on (B)(6) 2018. Sometime post implant, x-ray revealed that the atrial and right ventricular leads were dislocated. Patient presented for a lead revision procedure. During the procedure, the helix was hard to retrieve. Both leads were explanted and replaced. The patient was stable.